Event description:
On (B)(6) 2013 it was reported that the patient was scheduled for surgery. Surgery occurred on (B)(6) 2013 and a full revision was performed. At first the generator was replaced but diagnostics still indicated high impedance and therefore the leads were also replaced. Diagnostics post full revision showed results within normal limits. The explanted generator was returned for product analysis. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Additional information has been requested from the physician but no further information has been received.

Event description:
The patient's lead product information was requested from the implanting hospital but it was reported that they would not provide this information without patient consent.

Event description:
On (B)(6) 2013 it was reported that the vns patient has high impedance. The patient was interrogated on (B)(6) 2013 and high impedance was observed. Diagnostics showed output=limit/lead impedance=high/dcdc=7/neos=no. The physician stated that he disabled the patient. It was also stated that the patient declines replacement of the vns at this time. Good faith attempts for further information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.